Manufacturer narrative:
(B)(4). Batch #581a00. Investigation summary the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned reload. Visual analysis of the returned sample determined that one gst60b reload was received. The reload was received unfired and with damage on reload deck. No functional test was performed due to the condition of the reload. No conclusion could be reached on what may have caused the damage to the reload. As part of our quality process, the manufacturing records of this batch number were reviewed, and the manufacturing standards were met prior to the release of this batch. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 581a00, and no non-conformances were identified.

Event description:
It was reported that during an open colectomy, it was found that several staple protruded when the device was loaded into the stapler at 1st firing. Another cartridge was used to complete the case. The device was used on the colon. There were no adverse consequences to the patient. No further information is available.